Event description:
Envitec became aware of problem on 12/12/2014 after cob per communication by voicemail. This is a f/u to maude report no. (B)(4) dated 11/04/2014: the envitec pulse oximetry sensor concerned was used with a midmark iqvitals spot-check monitor. It was reported that the finger probe was the problem and that the monitor functioned normally when the finger probe was replaced. (B)(4).

Manufacturer narrative:
Due to missing info and suspect device discarded, no concrete technical conclusions can be drawn. The midmark iqvitals oximeter used in combination with envitec finger probe f-3212-9 midmark (midmark p/n 3-009-0020) has not been validated by envitec.